Event description:
The hcp reported the patient was experiencing retention around the pump pocket. A laparotomy was performed and a catheter fracture at the catheter access port was confirmed. The catheter was replaced.